Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted for two (2) years and one (1) month, was explanted due to unknown reasons. The explanted device was replaced with an edwards aortic valve of unspecified model and size via bentall procedure.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.